Event description:
It was reported that (1) mcs20 was used during an unknown procedure. It was reported by the affiliate that the clips would not feed. Opened another device to complete the case. There was no consequence to pt.